Event description:
Boston scientific became aware of an event involving a navigator access sheath through the article, a newly developed hematuria grading system may predict the status of stone free and acute pyelonephritis of minimally invasive renal stone surgery, by gyeong hun kim et al. Per the article, the aim of this study was to evaluate the level of hematuria and the presence of clots during retrograde intrarenal surgery (rirs) and miniaturized percutaneous nephrolithotomy (mpcnl) to predict surgical outcomes. The data of patients who underwent rirs and mpcnl were analyzed separately. A hematuria grading (hg) system was classified into five grades based on the presence of blood clots and any visible stones according to the irrigation settings. Hg inter-observer reliability of the grading system was assessed using intra-class correlation and spearman's rho. The hg system showed high agreement among examiners, with high intra-class reliability and a strong correlation between rirs and mpcnl groups. The stone density of the houns-field unit was the most important factor in determining the hematuria across the development and validation groups of rirs and mpcnl patients. The occurrence rates of acute pyelonephritis and bleeding without transfusion were observed according to the increase in the hg system. No significant differences between groups in clinical parameters were observed in either group. The study found a significant association of the hgs with the pre- and intra-operative parameters, which can impact surgical outcomes. The adverse events besides the hematuria included acute pyelonephritis, bleeding and angioembolization.

Manufacturer narrative:
The exact date of the event is unknown. Approximated based on the month and year of the article was published. : the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Kim, g. H., jung, g., suh, j., park, j. & cho, s. H. (2023). A newly developed hematuria grading system may predict the status of stone-free and acute pyelonephritis of minimally invasive renal stone surgery. Jorunal of clinical medicine. 12(8), 2820. Https://doi.org/10.3390/jcm12082820 block h6: imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e1906 captures the reportable event of pyelonephritis. Imdrf impact code f2302 captures the reportable event of blood transfusion imdrf impact code f12 captures the reportable event of serious injury/illness imdrf impact code f23 captures the reportable event of unexpected medical intervention.